Event description:
It was reported that the programmer's screen stopped responding when measuring the threshold of a pacemaker patient. It was also mentioned that the patient experienced pacing inhibition until the power was turned off. The programmer will be returned for repair and analysis. No adverse patient effect was reported.

Manufacturer narrative:
Additional information was added to the following fields: h6: evaluation result codes upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual analysis was completed on the programmer, no damage observed in the visual analysis would be grounds for failure or return. Functional test was performed which was successful. The touch screen was checked for functionality and calibration, during this test the touchscreen exhibited an issue after five minutes. The touchscreen defect was validated in mti, where the touchscreen failure was confirmed. Subsequently the programmer was disassembled to isolate the defective components in the touchscreen assembly. When the touch controller was swapped out with a known good unit, the product defect disappeared. This confirms a defective touch controller caused the observed touchscreen failure.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual analysis was completed on the programmer, no damage observed in the visual analysis would be grounds for failure or return. Functional test was performed which was successful. The touch screen was checked for functionality and calibration, during this test the touchscreen exhibited an issue after five minutes. The touchscreen defect was validated in mti, where the touchscreen failure was confirmed. Subsequently the programmer was disassembled to isolate the defective components in the touchscreen assembly. When the touch controller was swapped out with a known good unit, the product defect disappeared. This confirms a defective touch controller caused the observed touchscreen failure.

Event description:
It was reported that the programmer's screen stopped responding when measuring the threshold of a pacemaker patient. It was also mentioned that the patient experienced pacing inhibition until the power was turned off. The programmer will be returned for repair and analysis. No adverse patient effect was reported.